Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.

Event description:
In 2007, the patient reported experiencing elevated blood glucose of 200-300 mg/dl since five days earlier. Her normal blood glucose range is 120-140 mg/dl. The patient stated that she received an error 07 (system alarm) on the same day which she was able to clear. She stated that since that time she has received 04 (occlusion) errors three times a day. She stated that four days later, her blood glucose measured 332 mg/dl when she woke up. She attempted to bolus through her infusion device and she received an 04 error. She changed her infusion set and bolused to lower her blood glucose. Later in the afternoon, she attempted to bolus and received an 04 error. She then changed her infusion site and she was able to bolus without error. She also stated that she noticed a "grinding" noise coming from the infusion device. No further information is available. The infusion set was requested to be returned for evaluation.